Manufacturer narrative:
Reference medwatch 3004209178-2015-41905 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had air bubbles on top of the reservoir. Her blood glucose level was 322 mg/dl. Insulin was not stored at room temperature. The product was not returned. Nothing further to report.